Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. No device fault was found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the camera head. The issue was found at preparation for use, and the diagnostic procedure (hysteroscopic surgery) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 10 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was not determined. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.